Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump had broken battery tube threads, cracked case at display window corner and cracked reservoir tube window.

Event description:
It was reported that the buttons on the customer's insulin pump were inconsistently responsive. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.